Event description:
It was reported that the patient presented to the hospital with shortness of breath and bradycardia. The patient's right ventricular (rv) lead had micro dislodgement, intermittent capture and high capture threshold, which caused the shortness of breath and bradycardia. Fluoroscopy was performed, but the issue could not be determined. The issue was confirmed through rv lead testing. The rv lead was successfully repositioned on (B)(6) 2024. The patient was discharged in stable condition.